Manufacturer narrative:
Per the good faith effort (gfe) response, the customer confirmed that there is no record or indication that the device was leaking during use. No patient involvement or incident was reported in association with this event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that after completing software update, the device is not working. The device has a large leak when they attach it to the patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.